Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. The information provided indicated that the patient underwent lysis of adhesions, however there was no indication that the adhesions were directly related to the bard sepramesh that was explanted during the same procedure. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - patient underwent surgery for repair of multiple ventral hernias. A sepramesh ip ventralex hernia patch was implanted to repair the hernia defect on (B)(6) 2017 - patient underwent an additional surgery to explant the sepramesh ip, lyse adhesions, and resect her small bowel. The attorney alleges the patient experienced pain, additional surgical procedure, explant and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. The information provided indicated that the patient underwent lysis of adhesions, however there was no indication that the adhesions were directly related to the bard sepramesh that was explanted during the same procedure. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the implant date found in the medical records: based on the additional information received, there is no change to the initial determination, no conclusions can be made. The instructions-for-use supplied with the device lists adhesions and hernia recurrence as possible complications. The patient's attorney alleges mesh migration, there is no indication in the medical records provided that would support this allegation. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - patient underwent surgery for repair of multiple ventral hernias. A sepramesh ip ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2017 - patient underwent an additional surgery to explant the sepramesh ip, lyse adhesions, and resect her small bowel. The attorney alleges the patient experienced pain, additional surgical procedure, explant and was injured severely and permanently. Addendum per additional information provided: attorney alleges that the patient experienced adhesions, bowel obstruction, bowel removal, mesh migration, nerve damage, pain, recurrence, lymphedema and emotional injuries. Addendum per medical records: (B)(6) 2014 - patient was diagnosed with incarcerated ventral hernia and underwent laparotomy with implant of sepramesh ip. Per op notes: "there were multiple hernias. The content was small bowel and the one hernia on the right side the bowel was obstructed. Lysis of adhesions was done. This was a hostile abdomen, and all the hernia sacs are open and the repair was done with sepramesh (sepramesh ip).¿ (B)(6) 2017 - patient was diagnosed with multiple abdominal wall hernial defects, small bowel obstruction and underwent exploratory laparotomy. Per op-notes: ¿a large intraperitoneal mesh (sepramesh ip) was encountered with multiple loops small bowel densely adherent to its undersurface these were meticulously taken down over the course of 1 hour. The mesh (sepramesh ip) was separated from its abdominal wall attachments and passed off the table as specimen.¿ then the patient was implanted with two non-bard/davol mesh devices.